Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that leakage from the cassette occurred during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was tested in returned condition. A console representing the current software version was used to test the sample. The submerge leak test was performed on the cassettes. No leakage was observed. The sample failed priming and calibration generating system message code (smc). The rsa value was found to be non-conforming. The received signal amplitude (rsa) value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code if the value decreases below a threshold limit at any point during priming or surgery when the intraocular pressure (iop) function is enabled. This can result in the customer experience of failed calibration. The root cause of the customer¿s complaint could not be determined conclusively with the information available. Action was taken to address and investigate the potential causes for low rsa. The following actions taken were part of an on-going and separate investigation that was already created to address low rsa value. The two working corrective action and preventive action (CAPA)s address and were created to further optimize the molding and assembly processes to decrease rsa failures. Complaints are reviewed and monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).